Event description:
It was reported that prior to starting a da vinci surgical procedure, the surgical staff noticed frayed wires on the pk dissecting forceps instrument. Per the customer, at the time of the reported event, nothing fell into a patient and there was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer's reported complaint of frayed wires. The instrument pitch cable was frayed at the distal clevis hub of the instrument. The conductor wires are intact and undamaged; however, the drive cable was frayed. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. No other damages were found on the instrument. The complaint is being reported due the frayed wires on the pk dissecting forceps instrument. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.